Event description:
It was reported that the user experienced an infusion set occlusion while at the beach and again on a plane, which resolved only after changing infusion sets and supplies, and also reported a stuck cartridge in the pump chamber that was resolved by performing a rewind. Symptoms included hyperglycemia with a reported blood glucose of 254 mg/dl for about one hour without ketone testing, backup therapy, or medical intervention. Outcomes included temporary interruption of therapy with no reported clinical harm or emergency care. Investigation included technical support troubleshooting and user education, including guidance on cartridge removal and site maintenance. Investigation of this case revealed that the occlusion was likely related to environmental contamination at the infusion site when disconnected without a protective cover, and that the pump¿s rewind function restored normal cartridge removal. It was concluded that the device functioned as designed after supply changes and proper handling, and that the event was attributable to infusion set/site occlusion rather than a device malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.